Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed damaged housing and an internal rattle. Functional testing involved starting the pump in application and no problems were found with double beeping. The downstream sensor was replaced as a preventive measure. The front and rear housing as well as lens were also replaced. Based on the investigation, the double beep no cassette complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep no cassette. It was also reported that the pump had scratches on the lens. No adverse effects were reported.